Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of being unable to perform a self-test on the system controller was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis in unremarkable condition. During functional testing, a self-test was attempted on the controller which did not initially activate. The battery button had to be pressed and held multiple times before the self-test activated. The observed issue with the user interface (ui) did not affect the controller's ability to operate the pump at the set speed. The system controller was disassembled, and visual inspection revealed the ui ribbon cable was improperly seated. The ribbon cable was re-seated in its connectors and re-tested. The controller was able to initiate self-tests without issue. A manufacturing task was opened to investigate the ribbon cable issue. A root cause for the reported event was determined to be due to the ui ribbon cable being improperly set during the manufacturing process. An awareness training was conducted for operators assigned to the heartmate 3 system controller production line. Heartmate 3 instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ states to perform a self-test hold the battery button for 5 seconds and then release it. Perform a daily self-test to check the function of the system controller¿s audible and visual alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the system controller was successfully exchanged.

Event description:
It was reported that the self-test was unable to be performed on the patient's controller when pressing and holding down the battery button. The vad engineer confirmed that this has occurred multiple times. A plan was made to change out the patient's controller once they have been weaned off the right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed